Manufacturer narrative:
Distributor field safety engineer confirmed customer complaint. Investigation showed that the outlet filters were all partially clogged with desiccant causing low output pressure. Replacement of the desiccant tubes and sockets corrected the issue. The most common cause of insufficient ice related to desiccant tubes is when the outlet gas filters become clogged impeding gas flow.

Event description:
The customer reported that the iceball size did not cover the entire tumor. The customer also stated that the visual ice system used during the case had preventative maintenance performed in july and believes that the insufficient performance began just after this service. The doctor reported that the patient will need to be re-treated.